Manufacturer narrative:
The autopulse lifeband (s/n (B)(4)) was returned to zoll for evaluation. DHR review for autopulse life band lot number 47517 found no nonconformities with the lot. A visual inspection of the returned lifeband was performed and found that the lifeband was received not on its original packaging. The compression pad was received dirty. Investigation of the life band indicated that the hinge located on the right and left covers/channel braces assembly were bent out of position. Both hinged skirts of the cover plates would not "snap" into retracted position; thus confirming the reported complaint. Functional testing of the life band could not be performed because the bent hinge located on the right and left covers/channel braces assembly prevented the belt guards to lock in place. Note, that the autopulse lifeband are 100% inspected during manufacturing. Zoll inspection procedure has steps to verify the hinge pin is in place and is flush with the surface of the belt guard and no twists or creases are present throughout the entire belt. The belt sections covered by tyvek are felt by hand to assure no twits exist.

Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll (B)(6) for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Customer reported that prior to use on a patient the lifeband (B)(4) would not connect to the autopulse platform correctly. There was no audible sound when attempting to snap the lifeband into the autopulse. The lifeband would not remain in the drive shaft, indicating that it did not snap into place. There was no patient involved during this event, it occurred prior to patient use. No additional information has been received.